Event description:
It was reported that the patient received inappropriate therapy due to noise on the rv lead. Diaphragmatic stimulation had been noted in 2007. A chest x-ray revealed the distal tip to be separated from the lead body and lodged within the pericardial tissue. The lead was capped.

Manufacturer narrative:
No medwatch form was received.